Event description:
It was reported the patient went in for a routine pump refill. Upon reading the pump, it was noted the pump was in "safe state" and a reset had occurred. The hcp proceeded with the refill and the pump was reprogrammed back to the patient's rate of 6.0 mg/day. The patient did not experience any symptoms of withdrawal. The patient was to return to the clinic in early 2009 to have the device re-interrogated and to print the logs. The patient had been travelling recently and potentially could have been exposed to strong emi at an airport. The drug used in the pump is morphine 20 mg/ml at a dose of 6.0 mg/day which had been stable for over a year. Additional information has been requested, but was not available on the date of this report.